Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens of diopter -10.0/2.5/010 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. The patient experienced refractive surprise. The lens remains implanted. Reportedly, "healed well. Uninflamed. Residual rx. Stable over two post-op visits." The cause of the event was reported as user error. The device failed to perform as intended- "toric icl sitting at 172 degrees. Target 5 degrees."